Manufacturer narrative:
This medwatch is associated with uf report # (B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The patient was seen in interventional radiology for a right nephrostomy tube replacement. The nephrostomy tube was intact and draining during post-op monitoring. However, upon arrival to her room, it was noted that the tube was not in place. It was visualized that the nephrostomy tube hub was broken off from the catheter.